Manufacturer narrative:
H6: investigation summary: a complaint of a catheter breaking after placement was received from the customer. A sample was provided to aid in the investigation of this defect. Through visual inspection the customer complaint was confirmed. During investigation it was found that the tubing had an insufficient amount of solvent. A device history record review was completed by our quality engineer team for provided lot number 9122995. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. The root cause for this defect was determined to be an insufficient amount of solvent added during manufacturing.

Event description:
It was reported that saf-t-intima w/y adapter gn 18ga x 1.0in needle was broken. The following information was provided by the initial reporter: nurse was performed puncturing for the patient, during process to delieve the needle, it was found that needle was suddenly broken when it was withdrawn with 2 mm, the nurse heard a relatively crisp sound, customer suspected that there was a problem with the quality before the puncturing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that saf-t-intima w/y adapter gn 18ga x 1.0in needle was broken. The following information was provided by the initial reporter: nurse was performed puncturing for the patient, during process to delieve the needle, it was found that needle was suddenly broken when it was withdrawn with 2 mm, the nurse heard a relatively crisp sound, customer suspected that there was a problem with the quality before the puncturing.